Event description:
The device was initially implanted in the pt on (B)(6) 2012. The doctor alleged that during a pt's two (2) week follow up appointment, no distraction could be seen within the actuator. The doctor attempted to distract the device in the office; however, the implant did not appear to lengthen.

Manufacturer narrative:
The device was explanted and a new precise intramedullary limb lengthening rod was implanted in the pt. To date, the pt is doing fine. Complaint investigation summary: the explanted device was delivered to ellipse on (B)(4) 2013. Upon receipt, the device was decontaminated. A visual inspection indicated that the distraction rod could be manually extended; no damage to the surface of the actuator was observed. The actuator was disassembled at the middle weld of the device; it was revealed that the weld between the lead screw drive stage and the lead screw coupler within the actuator of the component inside the precise implant was broken. The device history records were reviewed and the device was within specifications at the time of manufacture. In addition, no similar complaints have been received with regard to this lot.